Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with right atrial lead noise. Upon review, several noise reversions and inappropriate automatic mode switch (ams) episodes had triggered. Programming changes were discussed but not made. Further information was requested but not received.